Event description:
It was reported that the insulin pump had a damaged reservoir compartment, which prevented the reservoir from locking into place. The customer also noted that the o-ring was not staying in place in the reservoir compartment due to a missing plastic piece. The blood glucose reading was not provided and he was unsure how the damage had occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.